Manufacturer narrative:
No lenzar camera parts available. Offered customer a replacement printer option. They will open a new call at a later date if they decide to purchase with oec. System ok to use as is.

Event description:
Customer the lenzar camera keeps rebooting itself. She is copying images to a floppy and using the other 9600 lenzar camera to print films as a work around. No patient injury. Case was completed successfully.